Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient receiving unknown drug via an implanted infusion pump. It was reported about a month after implant around end of (B)(6) 2017, the parents noticed they were having trouble sleeping, including being up during the night with tremors, severe anxiety, paranoia, some other psychological and physical changes, including dystonia worsened (leg muscle tone tightened/worsened, which had been better in the first month). As time went on, other things would be added to symptoms, including headaches and vomiting. The patient has had multiple edvisits and multiple hospitalizations. Medication changes, including the pump medication dose was modified, however seemed to only cause more issues for the patient. On thursday afternoon, (B)(6) 2020, the patient¿s mother witnessed 2 ¿episodes¿ at home, which were believed to be seizures and vomiting.  The patient was taken to the ER, where they had to more seizures, one witnessed by a neurologist. He was admitted to the ICU thursday night. Medications were adjusted again, and the patient was released home on sunday afternoon, (B)(6) 2020. An x-ray confirmed catheter placement on thursday, labs confirmed no infection.  Dye studies in the past on pump have been performed with mdt personnel present. No device deficiencies have been explained to the parents if present. No action with the pump had been taken at this point.